Event description:
It was reported the patient experienced nausea and vomiting after her scs lead was implanted on (B)(6) 2014. The patient was hospitalized overnight. The following day, prior to being discharged, the patient was programmed and reported receiving effective stimulation. Follow-up information indicated the patient's neck was sore from vomiting, however the patient denied any fever or headache. The patient later stated she took zofran and felt better. Further follow-up information indicated the patient's vomiting has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.